Event description:
(B)(4).

Manufacturer narrative:
The blood tubing set used on the treatment is not available for investigation and the lot number of the set could not be identified. However remaining inventory in the facility was from 06m157178 and 06m157181. These are the suspected lots. Fifteen unused blood tubing sets of each lot were submitted to visual inspection. Twenty were submitted to functional testing and ten were submitted to physical characteristics analysis. Pertinent laboratory data from this incident cannot be obtained which would confirm the hemolysis. The symptom of petechiae developing on the pt's upper chest and arms is not inconsistent with hemolysis but without the laboratory data, this cannot be confirmed based on the retain test of the suspected lot there is no reason to suggest that the blood tubing set caused or contributed to this incident. Gambro renal products monitor decision will submit the MDR 9616240-2006-00422 in regards to this incident.